Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the sample probe inner wash valve assembly to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported multiple low erroneous results were generated on their au680 clinical chemistry analyzer for four patient samples. The erroneous results were not reported outside the lab and there was no impact to patient treatment associated with this event. Customer stated some negative and zero results for quality control (qc) and patient samples.